Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were found. The reported frosting on the shaft was confirmed as the needle failed investigation. Based on disassembly of the needle, the investigation testing results showed insufficient vacuum insulation of both sleeves. No relation was found between needle assembly processes and the vacuum loss phenomena.

Event description:
Prior to a cryoablation procedure, two iceforce needles and system were tested successfully with no issues reported. Three minutes into the 1st freeze, the doctor notice frost collecting on the needle shaft of one of the needles. A saline gauze was used to protect the skin and complete the case. There was no injury to the patient. The needle will be returned.

Event description:
Prior to a cryoablation procedure, two iceforce needles and system were tested successfully with no issues reported. Three minutes into the 1st freeze, the doctor notice frost collecting on the needle shaft of one of the needles. A saline gauze was used to protect the skin and complete the case. There was no injury to the patient. The needle will be returned.